Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on 12/07/2015 to report that on (B)(6) 2015, the patient experienced an intermittent out of range signal. No additional patient or event information is available.